Event description:
Reference number (B)(4). Event occurred in south africa. On (B)(6) 2024, it was reported that patient faced two infusion set leakage in tubing. Patient's blood glucose at the time of issue was 14 mmol/l. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-25426 - device 2 of 2